Event description:
It was reported the connector from programmer to rf (radio frequency) head seems to not be working. Cannot establish telemetry with devices. Several different rf heads were tried without success. Intermittent green bar was displayed when the connection was wiggled. The programmer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)analysis confirmed the reported event. Programming head telemetry is intermittent; rf (radio frequency) head connector and ECG (electrocardiogram) connector found loose on a printed circuit board.